Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted. During troubleshooting with tandem technical support, occlusion was confirmed at the infusion set tubing level. Customer indicated that infusion set would be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.